Event description:
It was reported that non-sustained ventricular oversensing due to post-paced t-wave oversensing was observed via a merlin at home transmission. The oversensing was noted on a stored egm. Programming change was made.